Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the wire guide was returned in used and damaged condition. The coil was noted to be elongated, and the tip of the device was bent in at least 2 locations. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was undergoing placement of a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC for an unspecified indication. The guide wire "got stuck in the patient" during placement. The physician put a kump catheter over the wire, released and pulled the wire out through the catheter. It is unclear if the vessel spasmed or what caused tension on the wire. There are no reported adverse patient consequences. The device is reportedly available for evaluation, however the device was not received by the manufacturer as of the date of this report.